Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found. There was the usual discoloration of the wire insulation that results from sterilization.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an aortic valve replacement, the physician used an external pulse generator (epg) to stimulate the heart, however two different disposal cables were not working. The physician was able to use a different sterile cable to resolve the issue. The cable was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.